Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection and erosion of the device through the skin. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was later elaborated upon to be bacteremia and/or septicemia and the patient had recently experienced chills. The patient is a participant in the post approval clinical surveillance product surveillance registry.